Manufacturer narrative:
Further information surrounding the event has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a crack in the luer connection of the catheter was detected. The catheter was changed after detection of the crack. There was no impact on the patient. (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
A product analysis was not possible as the concerned product was discarded by the hospital. A retain sample of the same batch was investigated, but no anomalies potentially causing the reported issue have been detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. On the basis of the issue description, investigation results and experience it is considered as unlikely that a production error is the root cause. This is supported by the fact that no further occurrence of a similar event was reported for the whole batch so far. It cannot be excluded that a handling error or procedural factors during use have contributed to the event. Please note, getinge USA sales, llc (importer) is submitting the report on behalf of (B)(4) (exemption number e2018007). (B)(6).

Event description:
(B)(4).